Event description:
Information was received indicating that a smiths medical portex® bivona® inner cannula had loss of integrity to the inner lining with noted color change to the central region. It was reported that adequate maintenance was performed. There were no reported adverse effects.

Manufacturer narrative:
Two bivona® inner cannulas were returned for analysis in used condition. A color change of the cannulas were noted upon visual inspection. One sample was scraped within the stained region with a paper clip; stains did not come off. One cannula was cut and scraped with a paper clip; secretions inside cannula were noted and the discoloration was able to be scraped off. Same testing was performed on a new cannula; no discrepancies were found. Relevant documents were reviewed and deemed adequate. Production personal were found to be following appropriate procedures upon walk through. A review of 32 samples was performed with no damage of contamination noted. Based on the evidence the complaint is confirmed. However, the root cause is unknown but was reported that the most probable root cause is that damaged occurred after the product left the shm facility.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) is unknown. No product information has been provided to date. G5 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without its original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, a color change of the cannula is observed. Functional testing was performed by scraping with a clip the stained areas. Result: secretion was found inside the cannula, we scraped the spotted area with a clip, as a result it came off and we compared it with the color of the cannula and it looks the same. The most probable root cause is that damaged occurred after the product left the facility, however unable to determine the root cause. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer about failure mode reported by the customer.